Event description:
Reporting status: malfunction. Device issue: balloon rupture. Time of malfunction: during the procedure. It was reported that during dilatation of an unspecified vessel, the fox plus balloon catheter ruptured at 8 atmosphere during the first inflation. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not yet complete.